Event description:
During service by baxter, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Additional information: failure code 703 was initially reported by the facility. It is unknown when the failure code occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 was not confirmed during evaluation. This failure code, however, is manifested as a result of the uim pcb being defective. The uim pcb, therefore, was replaced because of the reported failure code. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.